Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 600mg/dl. Customer indicated that their doctor recently changed their pump settings. Customer's blood glucose value was 444 mg/dl at the time of the call. Troubleshooting was performed and found that the drive support cap was flush and not recessed into the unit. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test. The insulin pump also passed displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The drive support disk was inspected and no anomaly was noted. The insulin pump was received with cracked case at the display window corner, minor scratched lcd window, cracked belt clips lot at battery tube threads area and cracked reservoir tube lip.